Event description:
Healthcare professional reports poor correlation of act-lr results with the hemochron elite microcoagulation system during electrophysiology application. Customer ran comparative tests on two instruments. Test performed on first instrument generated act-lr result of 332 seconds and test performed on second instrument generated 255 seconds. Target time: >300 seconds. No adverse event (s) reported.

Manufacturer narrative:
This MDR submitted on (B)(4) 2012, (B)(4). Customer tested using instrument serial numbers (B)(4). Method: actual device not evaluated (single-use disposable). Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.